Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood and tissue around the helix and a slightly bent helix. Subsequent testing did not identify any other product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of bent helix.

Event description:
It was reported that during the implant procedure for this right ventricular, it was repositioned multiple times, after the second attempt the physician noticed the helix to be bent. This lead was removed prior to pocket closure and successfully replaced. No additional adverse patient effects were reported.